Event description:
It was reported that this artificial urinary sphincter (aus) cuff was not fully coapting. A surgical procedure was performed, in which a loss of fluid from the balloon was noted; therefore, the component was removed and replaced. No patient complications were reported.